Event description:
Follow-up identified a sjm representative met with the patient and reviewed x-rays, but no abnormalities were found and the lead impendences are all within normal range. The representative attempted reprogramming but was not successful in obtaining coverage of all of the patient's pain areas. The patient is currently considering her options. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient complained her scs system's stimulation pattern has changed. A sjm representative has met with the patient and has reprogrammed the patient's scs system multiple times, but the issue has not resolved. The patient stated the stimulation is in her head and some in her neck. A system diagnostics did not show any anomalies. The patient is pending a consultation with her physician and a sjm representative to further evaluate the issue.